Event description:
It was reported that a user installed a new dexcom g7 sensor and experienced prolonged pairing mode when attempting to pair to the ilet, after which pairing initially failed to the ilet but resumed following guidance to toggle the g6/g7 setting and re-enter the pairing code; the user was educated that pairing could take up to 30 minutes followed by a 60-minute warmup. Symptoms included no reported clinical effects. Outcomes included no impact beyond a temporary interruption in cgm connectivity and workflow. Investigation included user education and device setting review performed by support.investigation of this case revealed that the event was consistent with transient sensor communication or pairing disruption between the cgm and the ilet, resolved through reentry of the pairing code and device toggling, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related factors.